Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure the customer's vapr s90 4.0mm electrode with integrated handpiece had an internal default. The sales rep reported that the device sparked and arced in the patient. The sales rep did not know how long the device was on before the failure occurred. The sales rep reported that the surgeon completed the procedure with another like device (unknown if from the same lot number) with no patient consequences or delays. The sales rep stated that the generator settings were set at default and the neptune was used for suction. The sales rep did not know if the device was near metal or if the device was activated in saline. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded by the facility.